Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ hypodermic luer-lok¿ syringe scale markings were twisted around the barrel. The following information was provided by the initial reporter, translated from german: "indication on syringe is twisted".

Event description:
It was reported that the bd plastipak¿ hypodermic luer-lok¿ syringe scale markings were twisted around the barrel.the following information was provided by the initial reporter, translated from german: "indication on syringe is twisted."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/28/2022. H.6. Investigation: sample and photo received for investigation. Upon visual inspection, syringe has a rotated scale marking defect. A device history review was performed for lot 2107087, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause is associated with a failure in the marking machine. This defect has been produced because the ink was not correctly transferred to the barrel due to a failure in the patterns that transfer the scale and in the flaming system that prepare material for ink penetration previously to ink transference. When ink transference is produced out of step, the result can be a rotated scale printing.